Event description:
It was alleged that during a knee arthroscopy, a tip from the cannula fell unnoticeably into the pt's knee. During a follow-up visit, an x-ray showed the tip lodged in the wall of the knee. It was reported that the tip was retrieved.